Manufacturer narrative:
Device evaluation summary: a kink was observed on the stent graft cover and the spindle tubing assembly distal to the stent stop. Partial separation was observed on the spindle tubing distal to the kink. There was no damage observed to the handle. A slight catch was observed using the trigger release. The tip was retracted with no issue when using the external slider. The handle opened; a slight friction mark was observed on one side of the inner slider assembly. There was no damage noted to the screw gear threading. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary; the exact cause of the events could not be determined from the films provided. Images during implant were not available for review, and the reported deployment difficulty events could not be assessed. A returned pre-implant 3d-CT film report revealed that the neck was barrel-shaped, moderately calcified, and mildly angulated. The proximal neck diameter just below the lowest left renal artery measured 21mm, ranged from 19 ¿ 25mm along the initial 10mm neck length, and 20mm below the left renal narrowed down to 19 x 21mm in diameter. It is possible that stent graft oversizing, implanting a 28mm bifurcate within the 21 ¿ 25 ¿ 19mm diameter barrel-shaped and calcified neck, may have contributed to the larger than expected friction reported during deployment of the suprarenal stents and stent graft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 4.3cm abdominal aortic aneurysm with a 2.8cm proximal neck length. It was reported that the physician experienced some issues during the stent graft deployment. Issues releasing the free flow were observed as part of the stent graft seemed to be jailed to the graft cover. The grey button on the sds for the fast release after deployment did not work properly due to some friction. Some force was applied in order to resolve the event, however, the stent graft eventually was fully and successfully released. As per the physician, the cause of the event cannot be determined but the physician was disappointed by the friction of the delivery system. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Correction: film return date: 26-jan-2018, device return date: 16-mar-2018. If information is provided in the future, a supplemental report will be issued.